Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The customer collected samples in plastic bd lithium heparin tubes with a gel separator. Centrifugation of samples was performed at 6,000 rpm (rotations per minute) for 7 minutes in a swinging bucket centrifuge, at room temperature. Quality control (qc) was within specifications prior to the event. System check data was not supplied by the customer. Testing at beckman coulter customer product line support (cpls) laboratory confirmed the existence of a patient source interferent for the sample received from the customer. The interference likely relates to alkaline phosphatase. This interfering compound causes reproducible false positive results, but is distinct from heterophile antibodies. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for additional reportable events. Product labeling: for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Human anti-mouse antibodies (hama), that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies. The access accutni results should be interpreted in light of the total clinical presentation of the patient, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from additional tests, and other appropriate information. Medical decisions should not be based on a single accutni determination at one time point.

Event description:
The affiliate alleged the customer reported elevated troponin I (accutni) results, above the acute myocardial infarction (ami) cutoff, on five samples from one patient involving unicel dxi 800 access immunoassay system. The elevated results were released out of the laboratory and questioned. There has been no report of patient injury or change in patient treatment associated with this event. This customer supplied beckman coulter, inc. With the patient samples for further analysis.